Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. Device history record found no significant anomalies. No deviations or non-conformance's were found.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the oral commissures and jawline/ramus. Prior to the injection, the patient was prepped with chlorhexidine. After the injection, the patient was given hirudoid. Patient had carpel tunnel symptoms sometime after the injection but no other illness the next 4 months when the patient developed rock hard lumps that were questionable granulomas at the injection sites. Patient was treated with colchine, clarithromycin and naproxen. Symptoms are ongoing.